Event description:
A male pt reported he experienced a corneal ulcer while using complete moistureplus to care for his soft contact lenses (brand not recalled). He indicated, the event began sometime in 2007. He saw his eyecare professional and was treated with vigamox for about one week; his symptoms resolved. When he resumed lens wear, he used new lenses and a new case, but the same bottle of complete moistureplus. His symptoms returned, and he saw another doctor who prescribed tobradex. His event had resolved, but the pt noted he had not resumed lens wear. The lot number of the device used was not available at the time of the interview.

Manufacturer narrative:
The manufacturer has attempted to contact the pt to further our investigation of the lot number and adverse event details. It is unk, if the device failed to meet specifications, as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, not have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.